Event description:
It was reported that of the bd safetyglide¿ needle only, 25 g experienced blockage. With lot numbers 2003405 & 2024138 the following information was provided by the initial reporter: customer reported that bd needles that do not work properly. The needles seem to be blocked, when they are attached to a syringe they don't allow any air/medication through.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2003405. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: (B)(6) 2022. D.4. Medical device lot #: 2024138. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: (B)(6) 2026. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 01-aug-2023. H6: investigation summary: three samples from lot 2003405 and three samples from lot 2024138 were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Five samples expelled the solution with a normal flow. One sample from lot 2024138 did not expel the solution; this needle is clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that of the bd safetyglide¿ needle only, 25 g experienced blockage. With lot numbers 2003405 & 2024138. The following information was provided by the initial reporter: customer reported that bd needles that do not work properly. The needles seem to be blocked, when they are attached to a syringe they don't allow any air/medication through.